Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a review of the recorded episodes of this implantable cardiovert ER defibrillator (ICD) system, technical services (ts) noticed that there were stored ventricular tachycardia (vt) episodes that appeared to be atrial drive. It was also noted that one of the vt episodes was suspected to be noise oversensing from electromagnetic interference. No adverse patient effects were reported. This system remains in service.